Manufacturer narrative:
The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, cracked case at a display window corner, cracked belt clip slot, cracked display window, stained end cap sticker, and a bleeding lcd glass.

Event description:
It was reported via phone call that the case was broken on the insulin pump. The patient's blood glucose at the time of incident is unknown. No further details were given. The insulin pump was returned for analysis and a replacement device was shipped to the customer.